Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. The unit had a cracked case at the display window corner, minor scratched liquid crystal display window, and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 122 mg/dl. The caller did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.